Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a fetch 2 aspiration device. Visual and tactile analysis noted 3 separations throughout the catheter shaft, 1 at 13cm from the strain relief 1 at 15cm from the strain relief and the final one at 83cm from the strain relief. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that a shaft fracture occurred during a thrombectomy procedure. The target lesion was located in the distal circumflex artery. A lugewire was advanced and removed. A non-bsc wire was advanced and a fetch2 catheter was loaded onto the wire outside the patient; however, a kink was noted in the midshaft portion of the catheter. An attempt to straighten out the kink was made; however in doing so, the catheter fractured in half. A second fetch2 catheter was successfully used. An unknown balloon catheter was the advanced; however, was unable to cross the lesion. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a shaft fracture occurred during a thrombectomy procedure. The target lesion was located in the distal circumflex artery. A lugewire was advanced and removed. A non-bsc wire was advanced and a fetch2 catheter was loaded onto the wire outside the patient; however, a kink was noted in the midshaft portion of the catheter. An attempt to straighten out the kink was made; however in doing so, the catheter fractured in half. A second fetch2 catheter was successfully used. An unknown balloon catheter was the advanced; however, was unable to cross the lesion. No patient complications were reported and the patient's status is fine.